Event description:
Pt is a (B)(6). (B)(6). Diagnosis: chronic pyloric stenosis and a peg tube for drainage of the gastric cavity in need of tpn continuous over 24 hrs. History of stage 4 peritoneal ca and breast ca with widespread metastasis. Pt called on (B)(6) 2011 with problem with ancillary supply. Injection cap with attached extension set: (B)(6): 12 inch smallbore ext set. Microclave, (B)(4), lot#: 2338466, exp: 09/2017. (B)(4) was leaking at the distal end of the extension set (far end away from the injection cap attachment). Looked like a bad seal to the tubing and male site. Had pt remove the injection cap/ext set in question and did a direct connection to the (B)(4) tubing and there was no more leaking. Dates of use: (B)(6) 2011 - (B)(6) 2011.